Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa), popliteal artery. The device lost aspiration during the procedure. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as fine.